Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician noted that the proximal 5-6mm of the device did not open. The physician was able to deploy the pipeline at the target location despite the resistance. There was not much resistance felt during delivery. The procedure was completed using competitor products.

Manufacturer narrative:
Product analysis: equipment used: video inspection system (m-77148), ruler (m-83360), 0.0265¿ mandrel, camera (panasonic lumix dmc-zs5) the pipeline flex w/ shield and microcatheter were returned for evaluation within a shipping box; within a sealed biohazard pouch and within an unsealed plastic pouch. The devices were decontaminated as per manufacturer protocol. The pipeline flex w/ shield pusher returned out of the catheter. The distal delivery wire was found separated from the pusher hypotube proximal to the wire weld. The distal wire and braid were stuck within the hub of the catheter. The distal hypotube was found stretched with the ptfe shrink tubing were found to be intact. The end of the detached pusher was sent out for sem/eds analysis. The catheter was tested for resistance and then destroyed in order to remove the pipeline flex w/ shield distal wire and braid. The distal braid was found fully opened and frayed. The proximal braid did not open and was found with dried blood. The braid was put into an ultrasonic cleaner to dissolve the blood. The proximal end did not fully open (slightly tapered) with fraying found. The middle braid was found fully opened. No damages or irregularities were found with the resheathing pad (separated from distal after the ultrasonic cleaner). No damages or irregularities were found with the ptfe dps sleeves. The coil tip was found broken at the weld. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure/incomplete to open at middle section (hourglass shape)¿ could not be confirmed as the middle braid fully opened when deployed during analysis. These sorts of complaints usually cannot be confirmed during device analysis and the customer did not submit any images for review. The distal wire of the pipeline flex w/ shield delivery system was possibly detached due to the solder tensile failure when attempting to retract the pipeline flex w/ shield against the resistance. Customer reported that the pipeline was able to be deployed at the location despite the resistance, however, the braid was returned within the micro catheter. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that lead to the resistance and detachment issues. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Per instructions for use (IFU): "discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model# = ped2-450-18. The pipeline flex with shield has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that pipeline flex with shield device fail to open in the middle section during the procedure. There were not any patient symptoms or complications associated with this event. No patient injury was reported. The pipeline was not used for an indication that is not approved (off-label). The pipeline and any accessory devices prepared as indicated in the IFU. Less than 50% of the pipeline had been deployed when it failed to open.